Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedances (sli) measuring 128 ohms. It was noted the shock impedances had gradually increased over the past year. Boston scientific technical services (ts) recommended to have the patient come in to be interrogated so the device stops beeping, to reprogram the shock impedance limit to 150 ohms and to consider a rwave synch shock. At this time, this rv lead remains in service. No adverse patient effects were reported.